Event description:
A malfunction on a pump was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue reappears.